Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative saw the patient and spoke to the physician the friday prior to (B)(6) 2014. It was noted that the x-ray showed that the leads migrated out of the epidural space completely and were coiled near the implantable neurostimulator (ins) implant site. The patient recently had an infected knee replacement and, as such, the healthcare professional (hcp) was waiting to proceed with any replacement/revision activity. The hcp was considering referring the patient for a surgical paddle lead as the patient's anatomical particulars present a challenge for the hcp. Additional information received reported that the plans for replacement were on hold as of (B)(6) 2014. The patient had a recent total knee replacement that became infected. It was noted that until the patient was cleared for surgery plans for their ins replacement would be on hold. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that a patient had no stimulation sensation since late november. It was reported that no falls or trauma had been associated with the event. It was noted that the patient had 2 knee surgeries; november 20 (patient had stimulation prior to and after this event), and january 14 (patient had been unable to feel stimulation prior to this time). It was reported that the patient typically felt stimulation at around 3v. It was noted that she had two octads, but only used 8-15 electrodes. It was stated that the patient played with programming and increased stimulation without feeling any sensation. It was stated that the current ¿group measurement¿ was >4000. It was noted the caller programmed to a lower bipolar pair (446 ohms) and patient was still unable to feel stimulation. The following electrode measurements were reported: 8<(>&<)>9,10,11 = >10,000 8<(>&<)> 12,13,14,15 = 8,000 ohms range 9 <(>&<)> 10=27,264, 9<(>&<)>11=5179, 9<(>&<)> 12,15 7,000 ohm range 10 <(>&<)> 11-15, 22,000 range 11 <(>&<)> 12-15 2500 range additional information received reported that an x-ray had been ordered and that the results were forthcoming. It was stated that no cause for the lack of paresthesia had been determined. No interventions were currently planned. It was reported that the patient was not currently receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 238260001, implanted: (B)(6) 2010, product type: accessory; product ID 3 7746, serial# (B)(4), product type: programmer, patient; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).